Manufacturer narrative:
Patient information is unknown. Date of event is unknown date between june 2005 and december 2007. This report is for an unknown synthes tomofix osteotomy plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date between june 2005 and december 2007. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: pornrattanamaneewong c., numkanisorn s., chareancholvanich k., harnroongroj t. (2012) a retrospective analysis of medial opening wedge high tibial osteotomy for varus osteoarthritic knee. Indian journal of orthopaedics. Volume 46, number 4, pages 455-461. (Thailand). The aim of this study was to compare bone union and complications postoperatively for the following two medial opening wedge high tibial osteotomy (mowhto) techniques; non-locking t-buttress plate fixation with autologous iliac bone graft augmentation (traditional method) and locking compression plate fixation without any bone graft/substitute. A total of 50 patients (60 knees) were retrospectively reviewed and classified into two groups; group a consisted of 26 patients (30 knees), and was treated using a competitor device with bone graft, while group b with 24 patients (30 knees) was treated using unknown synthes tomofix plates. Clinical and radiologic outcomes of the two groups were obtained and compared. All patients were followed up postoperatively at 4, 8, 12, and 16 weeks, and after 6 months, 1 year, and 2 years. The following complications were reported with patients in group b: 1 knee in an unknown patient exhibited screw penetration into the posterolateral portion of the knee joint, but this did not cause any symptoms. Two knees in unknown patient(s) exhibited local irritation that required the removal of hardware 2 years after surgery. Medial osteotomy defect was observed in 80% of the patients. This report is for an unknown synthes tomofix osteotomy plate. This report is 2 of 2 for (B)(4).